Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: summary of evaluation: repair details : clean-lube- adjustment probable root cause: cables hdmi cables connectors digital board power supply filter / fuse ac inlet board main board transition board intermittence between transition board and ch connector software camera head (sensor, sensor cable) coupler problem toggling light source connected monitors leaking poor grounding no/incorrect communication with light source soaking cap disconnection during sterilization electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge cybersecurity attack pendulum ch inertial measurement unit (imu) use error the reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported that there was loss of image.